Event description:
It was reported that during central processing, a nurse reported that they found the monopolar cautery spatula had a broken cable. There was no information related to the specific event that led to that damage. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have a broken distal pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The complaint was confirmed by failure analysis.